Event description:
A malfunction alarm, identified by the code malf 0, was reported, but there were no events preceding the issue. This did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurs.